Event description:
The hospital reported that during an endoscopic vein harvesting procedure, before cautery was used, vasoview hemopro 2 seal/cut wire inside the jaws was bent. They closed the jaws prior to inserting into cannula. They did feel resistance but didn't feel abnormal. Upon inspection they noticed the wire was bent. Case was completed with 2nd device. No delay in procedure. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(4) updated sections. The lot # 3000376807 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.